Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to confirm as medical record and/or relevant imagery was not provided for evaluation. A review of the device history record did not provide any indication that a manufacturing nonconformance contributed to the complaint event. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valve (thv) valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower small vessel disease (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient has a history of kidney disease (renal failure and dialysis), which are well-known risk factors for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (kidney disease) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no edwards defect was identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist through voicemail from the edwards hotline, approximately 2 years and 6 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient was presented with a failed valve. The patient was experiencing congestive heart failure (chf) and shortness of breath (sob). The patient has a history of obesity and renal failure. The valve does contain what appears to be a frozen, calcified leaflet and moderate regurgitation. The team indicated that there is no direct allegation that the chf is related specifically to the valve. They seemed to place more blame on the renal failure, dialysis, covid positive, obesity, and the patient is currently on a ventilator. The team is now leaning towards surgical intervention over tavr in tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The investigation is still ongoing.

Event description:
Additional information received through edwards patient registry, the 26mm sapien 3 ultra valve was explanted 2 years and 7 months post transfemoral tavr procedure.